Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-aug-08. It was reported that the cause of being unable to aspirate the catheter was unknown. The products would not be returned to the manufacturer as the customer discarded. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was lioresal (baclofen) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient is very thin and the pump incision was not healing, and the pump was coming through skin (showing through skin). Environmental/external/patient factors that may have led or contributed to the issue included the patient being very thin and due to medical conditions does not heal as well. Diagnostics/troubleshooting performed included attempting to aspirate, and they were unable to aspirate the catheter. Interventions/actions that were taken to resolve the issue included replacing the catheter and pump. Records indicate that the devices were removed on (B)(6) 2019. The pump was moved to the chest. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.